Event description:
Plaintiff alleges being diagnosed as being allergic to latex after exposure to latex exam gloves. Pt alleges becoming sensitized resulting in her pain and suffering, loss of wages, incuring medical expenses and other damages. Plaintiff's husband alleges loss of consortium of his wife.